Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device inner surface and one linear opening. A leak test and microscopic analysis was performed which identified: one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening in the side anterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.